Event description:
Huabo zhou et al. 2025 - randomized controlled trial of primary closure after common bile duct exploration with self-detachable biliary stent placement versus direct primary closure: a new alternative to reduce bile leakage risk. Laparoscopic common bile duct exploration (lcbde) via choledochotomy for stone extraction using olympus chf-bp260 choledochoscope and mairui basket. After stone clearance and confirmation of no residual stones, a 5 fr × 7 cm zimmon pancreatic or biliary stent with no ductal flap (spsos 5¿7, j-type with metal marker, cook medical) was placed retrogradely across the sphincter of oddi into the duodenum (j-pigtail end in duodenum) using 0.035-inch guidewire and basket outer sheath as pusher. The cbd was then closed primarily with 4-0 absorbable sutures. An abdominal drain was placed in the winslow foramen. Stent position was confirmed by intraoperative choledochoscopy and postoperative abdominal radiograph at 72 hours; 1-month follow-up assessed spontaneous expulsion. It is an off-label use as the stent was placed via a laparoscopic procedure rather than an ercp procedure. The study included 85 adult patients in the treatment group who received the zimmon pancreatic or biliary stent (spsos 5¿7, j-type with metal marker). All patients were aged 18¿70 years (mean age 42.08 ± 14.50 years), asa physical status I¿ii, with imaging-confirmed gallbladder stones plus common bile duct (cbd) stones and cbd diameter = 0.7 cm. Sex distribution was 38 male / 47 female. Patients underwent elective laparoscopic cholecystectomy + common bile duct exploration with primary closure.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions